Event description:
Related manufacturer reference number: 2017865-2022-42148. It was reported that the patient presented to the emergency room experiencing discomfort. Upon interrogation, it was noted that the right ventricular - rv lead exhibited noise oversensing causing inappropriate shock and the atrial exhibited noise. The rv and atrial leads were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of noise resulting in oversensing was not confirmed. As received, a complete lead was returned in two pieces. Electrical, visual, and x-ray analysis of the lead did not find any anomalies except for procedural damage.